Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed right atrial lead impedance out of range measurements started the week of 2013 (B)(6).

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. Upon interrogation, it was found the right ventricular (rv) lead had a pacing polarity switch due to low pacing impedance. A high pacing output had caused the pocket stimulation. The settings were reprogrammed for the rv lead. It was further reported that the rv and right atrial (ra) leads had subclavian crush. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092 implantable pacing lead, (B)(6) 2006; addr01 implantable pulse generator, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.